Event description:
The customer reported that the ortho provue analyzer dripped into the reagent vial resulting in hemolysis of the reagent cells. The customer did not believe any erroneous results were released. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The customer performed a final wash to return the instrument to expected operation. Qc was successful. The customer continued to use the provue without any issues. Service was not required. This customer has not logged any similar complaints against this analyzer since this incident.